Event description:
Reporter alleged blood glucose measured hi at 17:37 compared to a lab measurement of 63 mg/dl performed at 17:45. The patient reportedly did not received any treatment as a result of the comparison. Quality control tests were stated to have been performed and values were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.